Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), device thrombosis, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a. Patient information updated. B5 narrative information. D4 - additional device information updated including h4 - device manufacture date updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were not available, and an outflow graft obstruction was not confirmed. It was unknown whether the patient had a history of rv failure pre-left ventricular assist device (lvad) implant. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Section a: patient date of birth and weight was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure. The etiology could be multifactorial and potentially be progressive right ventricle (rv) failure, severe aortic regurgitation (ar) and tricuspid regurgitation (tr), and/or left ventricular outflow graft obstruction (lvogo). There was multiple organ failure (mof) (heart, kidney, liver) with profound hypotension and anuria. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if the pump would be explanted. The pump would not be returned.